Event description:
Additional information received. There is conflicting information that there was no delay and navigation was not aborted.

Manufacturer narrative:
H2: a2-a3 and e1-e3 has been updated. See b5 additional information added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system. The system was performing as intended and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that there was a clicking noise when performing a 3d spin and imaging was aborted.  It was noted that the machine was making cracking sounds that were emitting from the gantry while taking 3d spins.  Upon inspection, it was found that it appeared that the machine was crashed into something and the covers were shifted slightly.  Inside the gantry, a small piece of the cover had chipped off and was in the high voltage cable, causing a cracking sound during spins.  It was noted that multiple 3d spins were completed and no further sounds were heard.  There was less than an hour delay to the procedure and no impact to patient outcome.

Event description:
Additional information was received. It was reported that medtronic imaging and navigation was not aborted, and there was no surgical delay to the procedure. Additional information was received. It was reported that troubleshooting did not resolve the issue. The cause of the sound was determined to be a piece of debris in the hv chain tray. It was also reported that the site stated the sound was heard during the 3d spin, but it still was completed. They were just concerned about the sound and wanted a system checkout. It was noted that there were no unused spins and all of the spins completed as expected.

Manufacturer narrative:
H2: additional information- a1 <(>&<)> a4 updated. Additional information added to b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.